Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise while the right atrial (ra) lead was exhibiting complete loss of capture. Both leads were removed and are to be replaced in the near future. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: kdr901 ipg implanted (B)(6) 2005. (B)(4).